Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, there were no issues with the devices prior to use. During the procedure, an ultratome xl was inserted through the scope into the common bile duct. After a successful cannulation, a jagwire was loaded and advance via the ultratome xl. After nurse injected the contrast, a 2 cm stone was located at the mid common bile duct using a fluoroscope. The ultratome xl was removed and a trapezoid lithotripter basket was inserted over the jagwire. The nurse was able to capture the stone however; when the handle was actuated the handle cannula broke. The physician removed the duodenoscope together with the basket from the patient and the procedure was completed with a second trapezoid lithotripter basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A physical examination of the device found that the handle cannula was bent upward and broken from compressive force applied to the handle cannula during use. The basket tip was intact and basket was closed. Additionally, the side car-rx presented pushback of approximately 3 mm which is out of specification and the coil assembly was buckled at approximately 10 mm starting at 4 cm from the distal end. The evaluation concluded, that the broken handle cannula is likely due to procedural factors as the user applied excessive compressive force to the handle assembly and the handle cannula was then forced upward until it failed and broke. Therefore, the most probable root cause is ¿operational context.¿ the device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, there were no issues with the devices prior to use. During the procedure, an ultratome xl was inserted through the scope into the common bile duct. After a successful cannulation, a jagwire was loaded and advance via the ultratome xl. After nurse injected the contrast, a 2 cm stone was located at the mid common bile duct using a fluoroscope. The ultratome xl was removed and a trapezoid lithotripter basket was inserted over the jagwire. The nurse was able to capture the stone however; when the handle was actuated the handle cannula broke. The physician removed the doudenoscope together with the basket from the patient and the procedure was completed with a second trapezoid lithotripter basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.